Manufacturer narrative:
(B)(4). Date sent: 09/12/2018. Unknown, assumed 1st day of month that complaint was reported. As a lot/batch was not provided, a device history could not be performed. Additional information was requested but unavailable: were two clips placed on the patient side and one on the other side? Or was one clip placed on the patient side and one clip placed on the other side? Was the clip(s) loaded off structure prior to deploying on the vessel/structure? Were clips every found in the second procedure? Were there any clip formation issues in the initial procedure? If yes, please explain. What is the current patient status? - [(B)(4)].

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were two clips placed on the patient side and one on the other side? Or was one clip placed on the patient side and one clip placed on the other side? Two clips were placed on the cystic artery, both on the same side. Was the clip(s) loaded off structure prior to deploying on the vessel/structure? Per the surgeon, when he deployed the clips by squeezing the handle of the device, no issues with deployment. Clips were in place as expected during initial surgical procedure. Were clips ever found in the second procedure? No. Were there any clip formation issues in the initial procedure? No clip formation issues during initial surgical procedure. What is the current patient status? At the time of discovery of clips dislodged during second surgery, patient was hemodynamically unstable. Post-operatively, patient recovered and was discharged home in stable condition.